Event description:
It was reported that the patient announced multiple meals, which led to excess insulin delivery and a subsequent low glucose event, after which the patient engaged in troubleshooting and education with a diabetes educator and returned to target range. Symptoms included hypoglycemia with a documented glucose of 47 mg/dl. Outcomes included successful self-treatment with oral glucose and resolution without hospitalization. Investigation included a case review and user education focused on meal announcement practices and hypoglycemia treatment. Investigation of this case revealed use error related to accidental or multiple meal announcements, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that user interaction with meal announcements caused the event.